Manufacturer narrative:
There is more information on the device evaluation. Additional information received from customer. Correction being made to g2. This supplemental report is being submitted to provide this information. Please see the updates in sections: e1, e2, e3, g2, g3, g6, h2, h4, h6, and h10. Patient information is not available. The broken piece fragment fell into the patient and was retrieved with a grasper. Procedure was therapeutic laparoscopic nissen fundoplication. The event occurred in the beginning of the procedure after approximately two minutes, while the doctor was performing cut and seal. The settings were, cut and seal:1 and seal: 3. The procedure completed approximately five minutes delay to retrieve the broken piece and open a new thunderbeat device and attach it. The patient did not need to be given additional anesthesia. The model and serial numbers of the devices used in conjunction with the device at the time of the event are unknown. The device was inspected before use with no anomalies noted. It is not known if the connection points to the generator were inspected. There was no cable damage; procedure was continued and finished with a new handpiece. The transducer cords nor the cords of any other medical device (e.g. Electrocardiograph) were not bundled. The device history record review confirmed that the device lot had no anomaly in inspection. The exact cause of the event cannot be exclusively identified. However based on past investigations, the broken probe possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed step-by-step scenario is below. Contact with a surgical instrument: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke with added load. Contact with non-insulated area of grasping section: 1. The distal end of the tissue pad was worn away because seal & cut output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. Seal & cut output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke with added load. The instructions for use includes the following statements: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Manufacturer narrative:
Additional information, including initial reporter information, is not yet available. The device is returned and an evaluation completed for it. Upon inspection and testing, the device probe was found to be broken off at 13 mm from the distal end of the device. The broken piece of the probe tip was not returned. Additionally, the teflon pad is slightly deformed and worn. The coating of the device is peeled. It is likely that the probe breaking occurred by the following mechanism: when output in seal & cut mode, the probe came in contact to metal or a surgical instrument. This caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. The probe broke when added some load. The tissue pad was likely worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned for a lower broken jaw broken during an unknown procedure. The device had given an error message and had broken after second inspection. Thick tissue was not used. There is no reported harm or adverse impact to the patient. Upon inspection and testing, the device probe was found to be broken off at 13 mm from the distal end of the device. The broken piece of the probe tip was not returned. This medwatch is being submitted to capture the reportable malfunction of the broken probe.